Event description:
On (B)(6) 2011, pt reported the infusion device did not alert that the insulin cartridge was empty. Pt stated the infusion device displayed an a1 (cartridge low) alert when he had 20.0 units of insulin remaining. Pt reported the e1 (cartridge empty) error message did not alert when there was no insulin remaining in the insulin cartridge. Pt stated he discovered the issue while attempting to deliver a bolus. Pt reported he changed his insulin cartridge and currently has a new cartridge. Pt stated he did not advance the piston to 310 units when changing to a full cartridge. Had pt examine the piston rod in relation to the current cartridge. Pt reported it appeared the piston rod was flush with the insulin cartridge plunger. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and pt reported he has returned the alleged product for evaluation.